Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: disabling pain and increasing functional limitations; clinical exam: mid-flexion and flexion instability; patella found stable; tibia was stable and appropriate alignment; minimal bone loss; labs: no infection. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: tibia cemented 5 degree stemmed right size g catalog#42532007902, lot#64059128; all poly patella cemented 32 mm diameter catalog#42540000032, lot#64209107; articular surface fixed bearing cruciate retaining (cr) right 10 mm height catalog#42522000610, lot#64125848; palacos rg 1x40 single catalog#00111314001, lot#89624766. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00205, 3007963827-2021-00204.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty and was revised approximately 1.5 years later due to pain, increasing functional limitations, and instability. The components were found to be stable and well fixed. The stem, articular surface, and femur were exchanged with minimal bone loss and no complications.